Manufacturer narrative:
The hill-rom technician found the left side caregiver power control board needed to be replaced. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left side caregiver power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom service technician stating the head of the bed was going up by itself. The bed was located on (B)(4) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).